Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A company representative (rep) reported that patient was in question of needing an MRI and the healthcare provider ran an impedance test and found that c<(>&<)>0 were>2000 ohms (2536 ohms). Rep did not have complete list of all the contact values. A couple days later, rep provided that no other action has been taken. No patient symptoms or harm were reported. The indications for use for this patient were parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.